Event description:
Consumer states the ibgstar vs. Other meter (contour and bionime) is 40-100 points higher. Caller states they treated with insulin based on the ibgstar reading and subsequently became hypoglycemic.

Manufacturer narrative:
Patient did not require medical treatment. Replacement test strips and a new meter were sent to the customer. Meter was evaluated and no faults were found.